Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 360p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 360p from heartsine technologies, (B)(4) on the 6th september 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the device failed on installation. The device was disassembled for further investigation and on visual inspection the coin cell battery appeared to be detached. This may be possible manufacturing defect or vibrations or light impact during shipping may have resulted in an easy detachment of the coin cell from the welding tab. Samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Status indicator not flashing, device service required prompt